Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, post- paced t-wave oversensing was observed on the ventricular channel. The patient returned to the clinic and the recommended programming changes were made. The patient will continue to be monitored though merlin.

Manufacturer narrative:
Manufacturer report 2938836-2017-24414, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
New information notes that another instance of non-sustained rv oversensing episodes was observed on a remote transmission. Programming changes were discussed. No further information is available at this time.